Event description:
Dealer advised unit turns on but does not mist, tubing and cup have been changed but still having same issue from order (B)(4), no injury, dealer could not provide any further information...(B)(4).